Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a feeding tube. The customer reports after using the entristar skin level device for six months the patient had to go for surgery, because they were not able to remove the entristar the normal way. The customer further reports that the issue/failure was leakage. Unfortunately the customer did not keep this entristar, so no sample is available for evaluation.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.